Event description:
It was reported that the pt had complained that her processor was 'messing up'. The previous day, she was given a new clinic anthracite angled battery pack and new black cable. She wore that system until 2005. About that time she switched to the nordic grey processor and noticed the same problem. She describes the problem as 'air being let out of a suction machine' and it occurs every few seconds regardless of the background noise, tv or speaking. She is a very good performer. The audiologist tried another processor, and she experienced the same thing. The audiologist did troubleshoot the equipment in that she did a listening check on each cpu microphone and also the speech processor device indicated normal system functioning. Advanced testing on single channels noted fluctuations in the voltage recording of approx 15 to 20% on each channel. The fluctuations were most noticeable when the pt opened and closed her mouth. Pt continuing to experience unpleasant sounds while wearing her device. Possible problem with reference electrode.